Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for central regurgitation was unable to be confirmed due to unavailability of medical records nor applicable imagery was provided. Available information suggests that procedural factors (post-dilation) likely contributed to the event as provided information indicated that the aortic regurgitation occurred following post-dilation. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards lifesciences affiliate in india, regarding a 20 mm sapien 3 ultra transcatheter heart valve was implanted in the aortic position via a transfemoral approach in a patient with a pre-existing 19 mm magna valve, during the procedure, the valve was implanted in 90:10 position and following post-dilation, severe central aortic regurgitation occurred, necessitating the immediate implantation of a second valve with good results. Patient was in stable condition post-procedure.

Manufacturer narrative:
The investigation is ongoing.